Manufacturer narrative:
Analysis of programming history.

Event description:
During review of programming history it was noted that an incomplete diagnostics occurred which change the patient to unintentional settings. There was no finial interrogation which would have caught the setting change. The settings were corrected at a later appointment.